Event description:
Customer reported that the transmitter would not connect to the insulin pump after receiving a lost sensor alert. She confirmed that the wrong transmitter ID was not programmed into the insulin pump. Customer removed the sensor and found that it was bent and that there was blood at the site. The blood glucose reading was 198 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.